Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's previous pocket was too lateral with the edge of the device hitting the shoulder joint. A new pacemaker pocket was fashioned in the prefectoral fascia medial to the old pocket. The pulse generator pocket was then liberally irrigated with bacitracin solution, and the device re-implanted in the new pocket. The procedure was completed successfully without complications